Event description:
It was reported that during reprocessing, the fenestrated bipolar forceps was found to have cable damage. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was found to have a frayed grip cable at the grip hub. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. The components surrounding the frayed cable did exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Thermal damage and mechanical indentations were observed on the bipolar yaw pulley. Additional observations: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The instrument passed an electrical continuity test. Thermal damage was observed near the insulation damage on the yaw pulley. Components adjacent to the damaged wire insulation show damage which may indicate potential mishandling/misuse. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.044¿ x 0.028¿. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. Mechanical indentations were observed on the yaw pulley.